Manufacturer narrative:
A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidies may have contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that post-operatively the patient had cardiac arrhythmia: sustained supraventricular arrhythmia requiring drug treatment or cardioversion. The patient was post-procedure from laser coagulation procedure on (B)(6) 2013 due to gib. The subject exhibited wide complex tachycardia on the cardiac monitor which did not cause clinical compromise. Lidocaine 50 mg IV was given and amiodarone bolus was also given. Amiodarone drip at 1 mg/min started after bolus given. This event progressed to svt on (B)(6) 2013 at 14:00. Off note, the patient expired three days after this most recent implantation. Details regarding the patient's death were not reported. Details regarding the cause of death and whether an autopsy was performed were not provided.